Event description:
Complainant alleged that the medics were defibrillating a 63 year old female pt suffering from heart failure. In the ambulance, enroute to the hosp, the medics shocked the pt once at 360 joules. The pt was shocked twice more at the hosp at 360 joules each time. The complainant indicated that after each discharge of energy the device screen displayed a green dot and continued to display the green dot until the medics shut the device off and then turned it on again. After the third defibrillation, the hosp staff performed subsequent defibrillations using their own device. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.